Event description:
The facility filed medwatch that alleged that two nurses were adjusting the head section height. One nurse squeezed the release handle and the other nurse had their hand between the release handle and the head section weldment. When this handle was squeezed it smashed the nurse's finger which resulted in a minor injury.